Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with plate and screw construct on (B)(6) 2011 to treat fractured femur. Patient returned to the or for implant removal, on an unknown date, because fracture was healed. As the surgeon was removing hardware from patients femur, he noticed that the most proximal dynamic locking screw was broken. Implant removal was successful. No further information is available at this time. This report is for an unknown threaded sleeve. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device received on 03/15/2013. The pin of the dynamic locking screw had broken at the level of the press fit where the weid passes between pin and sleeve. Various mechanical damage was observed during macroscopic examination of the plate and the various intact screws, which presumably occurred during explantation. Various mechanical damage was observed during macroscopic examination of the sleeve of the broken dynamic locking screw, which presumably occurred during explantation. Considerable tissue material has remained attached to the sleeve at the seam level. Various mechanical damage to the stardrive as weil as the press fit was observed during macroscopic examination of the pin. This damage was most probably due to explantation of the screw. A secondary crack was observed at the fracture face level. Macroscopic examination of the fracture face shows mechanical damage which presumably came about by the fracture faces rubbing against each other after fracturing. Hardly visible fracture rest lines and fracture progress lines are visible. During examination under the electron microscope(sem), the entire fracture face not covered by tissue debris or smeared due to friction, showed fatigue lines and secondary cracks. In five different zones, the fracture face reveals various pores as a result of the welding process of pin and sleeve. A micro-metallographic inspection of the materials used revealed no material defects. The microstructure and hardness measured conform to the specifications of synthes. No irregularities (e.g. Inclusions of non-metallic materials, etc.) Or signs of embrittlement were found. The implant complained of can be clearly allocated to its raw material with the aid of the article number and the lot number. The raw material incoming goods inspection to which every raw material lot is subjected ensures that all synthes implants are manufactured from materials which meet the requirements of the international standards and the ao specifications. Synthes (B)(4) is iso/en 9001 and en 13485 certified, and the implant in question was produced within this quality framework.

Event description:
This is report 1 of 1 for complaint (B)(4).